Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 21-apr-2026 section h3 - device evaluated by manufacturer? Yes device evaluation: the smartload suspect product was visually inspected under magnification. The cartridge was observed with a crack extending to the cartridge tip with viscoelastic observed inside the cartridge. The lens module was inspected and no issues were identified. No loose particles were observed. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "product loose particles" was not identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plastic material at the tip of the intraocular lens (iol) cartridge was found to be damaged and had broken off. The material was removed before the lens was inserted, and no adverse effects or clinical complications were observed in the patient. The procedure was not delayed, no additional interventions were required, and the patient fully recovered with daily activities unaffected. Issue was observed during lens implantation. No further information was provided.